Event description:
The customer observed falsely elevated results on the alinity c analyzer, serial number (B)(6), for creatinine and potassium for two patients. The samples were repeated with expected results. The following data was provided: sid (B)(6): creatinine initial result 2.38 mg/dl repeat result 0.74 mg/dl reference range = 0.70 ¿ 1.30 potassium initial result = >10 repeated >10 and 8.8 mmol/l repeated on (B)(6) = 4.3 mmol/l reference (normal) range: 3.5 to 5.1 mmol/l. Sid (B)(6): potassium initial result = 8.86 mmol/l repeated on (B)(6) = 4.1 mmol/l reference (normal) range: 3.5 to 5.1 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6) , performed multiple troubleshooting procedures but was unable to determine a single definitive part the likely cause of the result issue. The alinity c processing module, serial number (B)(6) was considered the likely cause. The instrument service history review revealed one additional ticket associated with discrepant /erratic potassium results and no additional tickets related to discrepant /erratic creatinine results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaints as related to the current complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated results on the alinity c analyzer, serial number (B)(6), for creatinine and potassium for two patients. The samples were repeated with expected results. The following data was provided: sid (B)(6): creatinine initial result 2.38 mg/dl repeat result 0.74 mg/dl reference range = 0.70 ¿ 1.30 potassium initial result = >10 repeated >10 and 8.8 mmol/l repeated on (B)(6)= 4.3 mmol/l reference (normal) range: 3.5 to 5.1 mmol/l. Sid (B)(6): potassium initial result = 8.86 mmol/l repeated on (B)(6) = 4.1 mmol/l reference (normal) range: 3.5 to 5.1 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).